Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510 (k) # is k093745.

Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) on (B)(6) 2012, alleging inaccurate high readings on the patient's one touch verio iq meter. The patient reported comparing their meter and obtained a 5.4 mmol/l to another meter (brize2) and obtaining a 3.2 mmol/l within a minute from one another. The patient denied exhibiting any symptoms or seeking any medical attention due to the alleged issue. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The product was replaced and requested back for investigation. There is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the meter to other meter comparison is greater than 30 mg/dl or 30%.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.